Manufacturer narrative:
Received 2 opened (possibly pretested) catheters. The reported event was unconfirmed as the problem could not be reproduced. The samples were visually evaluated and no pinch or blockage observed. During the functional testing, using a lab syringe, the balloon was inflated with 10cc of water using normal fill technique, and the balloons were able to inflate and deflate in 11 and 14 seconds. The samples were dissected and did not find anything to contribute to the reported problem. The following results were found during the dimensional evaluation: sample #1: concentricity (full inflation volume) 90/10; eye snip length 3/32¿; eye snip width 2/32¿; eye snip distance from distal cuff 10/32¿; eye snip distance from proximal cuff 8/32¿; rubberize thickness 10 thou; inflation lumen coverage 11 thou; balloon thickness (average) 22 thou; reinforcement 185 thou. Sample #2: concentricity (full inflation volume) 90/10; eye snip length 3/32¿; eye snip width 2/32¿; eye snip distance from distal cuff 10/32¿ ;eye snip distance from proximal cuff 11/32¿; rubberize thickness 10 thou; inflation lumen coverage 12 thou; balloon thickness (average) 23 thou; reinforcement 182 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon on the catheter allegedly would not deflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon on the catheter allegedly would not deflate.